Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. A failure event was observed during analysis. Final analysis found the device was in reset mode, and above the elective replacement indicator (eri) level upon receipt. The device code was reloaded normally, and electrical test performed indicated normal functionality. Further analysis including evaluation at extreme cold temperature did not reproduce reset mode. Despite extensive testing, the reset mode could not be reproduced. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.